Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer is continuing to use the pump and understood the instructions to call back if any malfunction code appears again.